Event description:
It was reported that the pump failed delivery accuracy by over six percent. No injury was reported.

Manufacturer narrative:
The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Visual inspection found the lens scratched and both front and rear housings cracked as well. The front and rear housings were replaced.